Manufacturer narrative:
The bur subject to this investigation was not returned to the manufacturer for evaluation, however photographs were provided. It was visually confirmed that the bur was broken along the shank. Lot number information has not been provided to permit further investigation. The root cause is undetermined. The attachment associated with this MDR is as follows: (B)(4), lot number: 11209.

Event description:
It was reported that during a surgical procedure, the bur broke. It was also reported that another bur was available to complete the procedure. It was further reported that there was no delay or adverse consequences as a result of this event.